Event description:
Pt scheduled for a revision right total hip arthroplasty. Diagnosis failed. Right total hip secondary to polywear and osteolysis. Primary total hip arthroplasty was 9 years ago. Acetabular line (removed in pieces), dura-lok ring and neck ball cleaned and sent to risk manager.